Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up revealed effective stimulation has been recaptured for the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00013. It was reported communication could not be established with the patient's ipg using either the charging system or programmer. The patient reportedly had not recharged the ipg in several months. Surgical intervention was undertaken to explant and replace the device. During the procedure, the patient's lead was also explanted and replaced due to high impedance measurements. The explanted products were retained by the medical facility.